Manufacturer narrative:
Maquet notified the vendor of this unit of the welding issue and they have improved their welding process to prevent recurrence. No devices affected by the weld issue were distributed in the u.s. (B)(4) provided product failure investigation, analysis and resolution for the device described in this report. Exemption # (B)(4).

Event description:
During a hip endoprostheses, while the surgeon was raising the femoral hook assembly, a weld failed. No injury or adverse effects to the pt were reported to maquet. (B)(4).